Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
A patient reported since he was implanted, it feels really tight in his neck. The patient added it feels tight when he turns his neck. The patient has addressed it with his healthcare professional (hcp) and they said nothing could be done. The hcp noted it was scar tissue. The hcp reported the patient had surgery done to reposition the battery on (B)(6) 2016. The hcp spoke to the patient on (B)(6) 2016 and the patient reported tightness around the area of his implantable neurostimulator (ins) and continued tightness along the length of his wire after the ins position was adjusted. The hcp noted they spoke with the neurosurgeon and they reported the wires aren¿t too short, but scarring to subcutaneous tissue. The hcp stated the patient called (B)(6) 2016 to discuss tight wires in neck again. The hcp noted his impression is that he is one of the individuals in whom the wires tend to scar to subcutaneous tissues. The patient had complained previously that the (ins) was pulling down on the wires, the hcp revised it to position it as close as clavicle as possible. The patient continues to be bothered greatly by the wires. The patient added when he turns his ne ck the wires pull. The patient saw another hcp to request revision/lengthen of the wires, but the hcp also feels that revision won¿t help. The hcp noted the wire is not too short, it actually has several inches extra length and the problem is scarring to the wires. The patient is considering a neck surgery and was worried that would make the wires even tighter, the hcp reassured the patient the surgery would not affect the wires. There was no noted date a neck surgery. The hcp discussed the explant of the extension wires and ins. The patient had previously noted to the hcp he¿d rather have the system explanted than have to deal with the tight wires, but now the patient stated he derives benefit from the stimulation system and does not want it removed. The patient is implanted for parkinson¿s dual and movement disorders.

Event description:
Additional information was received from a patient. It was reported that the patient returned to the health care provider's (hcp) office and the implantable neurostimulator (ins) was revised; the device was lifted and stitched, but the issue was worsened. There were no further interventions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.